Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and angulated left anterior descending artery. A 3.50 x 38mm synergy xd stent balloon expandable was selected for use. During the procedure, the stent did not cross inside the guidezilla extension catheter. The device was removed and it was noted that the stent was damaged. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
The synergy xd mr ous 3.50 x 38mm stent delivery system (sds) was returned for evaluation. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a 0.014 test guidewire without issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and angulated left anterior descending artery. A 3.50 x 38mm synergy xd stent balloon expandable was selected for use. During the procedure, the stent did not cross inside the guidezilla extension catheter. The device was removed and it was noted that the stent was damaged. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.